Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that when the customer was removing the serter it pulled the needle off. Calibration error and bad sensor alerts were also reported. Customer's blood glucose level was unknown. Troubleshooting occured. Advised sensor would be replaced.